Event description:
Customer reported two false positive results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 24033e, reader sn (B)(4). On (B)(6) 2022, customer tested negative with a sars-cov-2 pcr. Customer had no symptoms or known exposure.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.